Event description:
It was reported that the patient had a left ventricular (lv) lead revision and device replacement procedure. Boston scientific technical services (ts) had been contacted about the lv lead having elevated thresholds, and the right ventricular (rv) lead having variable shock impedances with one high, out-of-range shock impedance value of 130 ohms. Ts was also sent electrograms which showed rv lead oversensing of diaphragmatic myopotential noise. Ts discussed solutions. No additional adverse patient effects were reported.